Event description:
End user states the wheell locks are not working properly. Right wheel lock is stiff. The left wheel lock is too hard to lock into place.

Manufacturer narrative:
Trainee on the assembly line assemble the wheelchair not properly in right position. Training the trainee, make sure the trainee understand and will follow sop. Responsible person: (B)(4); date: (B)(4) 2015. Make sure for the coming po's, the brake and wheel are properly assembled. Responsible person: (B)(4); date: (B)(4) 2015. Ipqc and fqc should inspect the wheelchair completely and carefully. Responsible person: (B)(4); date: (B)(4) 2015.